Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. The patients implantable pulse generator (ipg) was replaced with a magnetic resonance imaging (MRI) capable one. It was also noted that the spinal cord stimulation (scs) leads were replaced due to high impedances. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5162206/5162164.